Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator 's screen turned red. There was no harm or injury reported. No medical interventions were specified. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a trilogy evo ventilator's screen turned red. There was no harm or injury reported. No medical interventions were specified. The ventilator was evaluated by the third party service center and the customer¿s complaint was not confirmed. The unit was cleaned and repaired. The device passed all the tests.